Manufacturer narrative:
The insulin pump was received with a broken end cap. The pump was received with a blank display due to corroded electronic assemblies. The pump was also received with a corroded motor home switch, dog chew marks, a broken reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer and her mother reported via phone call that the customer's insulin pump fell from the kitchen table and hit the floor. The bottom rectangular piece came off the pump. Customer was getting ready to change the set when the pump fell. Customer's blood glucose was 111 mg/dl at the time of the incident. Customer has been disconnected since saturday. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.